Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, when the product was being prepared for use intra-operatively, the thread broke. There was no patient involvement.